Event description:
While in the hospital, a patient received an appropriate shock during vt. After the treatment the patient went into normal sinus rhythm. As reported, a nurse felt a buzz during the patient treatment, but the nurse reported being fine, no injury. The nurse who felt the treatment said the buzz felt like touching an electric fence. At the time of the patient treatment the nurse was placing pacer pads on the patient. The monitor was actively alarming. The patient was conscious so the nurse believed the patient had been pressing the response buttons, but in all the commotion of several doctors and nurses as well as the beeping of the monitor the patient must have stopped pressing the response buttons. When asked if the monitor announced ¿bystanders do not interfere¿ another nurse said they could not recall that being announced but explained again that there was a lot of noise in the room as well as several doctors and nurses talking at the same time. The nurse also reported the staff are not very familiar with the lifevest, as usually the patient receives it right before being discharged. The nurse advised being in the process of talking with someone higher up in the hospital to arrange training of the staff on how to use and respond to the lifevest.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations of the monitor and electrode belt have not yet been completed. The monitor contains a touchscreen for the user, as well as a speaker for sounding alerts and voice prompts. Prior to delivering the treatment, the monitor alert system gives a voice prompt warning, ¿bystanders, do not interfere." The residual risk associated with a bystander being shocked while in contact with the patient requiring defibrillation is disclosed in the patient manual as a warning. The warning is stated as ¿do not touch the patient while a shock is being delivered. Anyone touching the patient during a treatment may be shocked.¿